Event description:
Utilized laparoscopic ligasure v to perform an appy appendectomy. Handpiece was working at start of case. Middle of case, it quit working and would not burn tissue. Unplugged and replugged handpiece with no change. Opened a new handpiece to complete procedure======================manufacturer response for tissue fusion system, ligasure v======================manufacturer provided rga return goods authorization for product return evaluation.